Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drugs being delivered were 30 mg/ml bupivacaine and 10 mg/ml morphine (unknown), both with unknown doses. The caller didn't know the concentration for the bupivacaine, he thought it was around 14 and for the morphine he thought it was ¿around 5 or something¿. He didn't have a print out with him and didn't sound confident about the dose and concentration. The reason for use was non-malignant pain. It was reported that a ¿couple ties broke off the pump¿. The issue occurred ¿probably 6 months ago¿ prior to the call date of (B)(6) 2019. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that there was nothing wrong with the patient's pump and no ties have ever been broken. No further complications have been reported.